Manufacturer narrative:
Device alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify compromised forced sensor system alarm due to motor error alarm. However, unit passed rewind test and displacement test.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had compromised force sensor system alarm. The customer¿s blood glucose level was unknown. The customer reported that they received a compromised force sensor system alarm and drive support cap was intact. The customer was advised to discontinue use of the pump and revert to backup plan until replacement received. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.